Event description:
It was reported that right hip revision surgery was performed due to metallosis. Initial implantation was performed in (B)(6) 2008. Pain in trochanteric area reported. X-rays pre-revision showed ostial lysis of the proximal lateral femur and trochanteric area of both the ap and lateral views.

Manufacturer narrative:
Additional information: device manufacture dateit was reported that right hip revision surgery was performed. During the revision, the hemi head, modular sleeve and anthology stem were removed. The bhr stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The intraoperative findings of osteolytic tissue may be consistent with findings associated with metal debris. However, without all supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the reported clinical reactions cannot be confirmed, and it cannot be concluded that they were associated with a mal-performance of the implant. The post-revision periprosthetic fracture is a direct result of the patient¿s fall. It was noted that a competitor¿s (biomet) dual mobility liner was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.